Manufacturer narrative:
UDI: ((B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted and the delivery system was discarded by the facility; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a patient was implanted with a gore viabahn endoprosthesis with heparin bioactive surface for a bleeding hematoma coming from the left superficial femoral artery due to falling down the stairs. The patient was taking anticoagulants when he fell down the stairs. The device was inserted from a crossover approach starting from the common femoral artery through a 7fr introducer sheath. It was reported to gore that the device was not able to advance to the intended target site and was pulled back into the introducer sheath. It was stated that once the device entered the introducer sheath, the deployment line broke and the viabahn unintentionally deployed. It was also stated that the distal tip detached from the delivery catheter. The gore viabahn endoprosthesis with heparin bioactive surface was left in the patient where it opened and another gore viabahn endoprosthesis with heparin bioactive surface was successfully used through a 9fr introducer sheath from an antegrade approach. The delivery system of the viabahn was discarded by the facility.